Event description:
A customer reported a cartridge change error with their insulin pump, and despite guidance from technical support, they were unable to resolve the issue and successfully load the cartridge. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer to remove and inspect the cartridge and perform various checks, but these measures did not resolve the issue. As a result, the customer was escalated for further troubleshooting and switched to using multiple daily injections while technical support suggested trying another cartridge. The customer switched to using a different insulin pump, mobi, successfully, maintaining it as their primary device while intending to retain the original pump as a backup once functional. No further assistance was needed from technical support after these actions.